Manufacturer narrative:
Additional information: d9, g3, h3, h6 since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the report event is not confirmed. The most likely cause can be attributed to user error of the device due to excessive force being used during firing to pass the needles through thick or hard tissue or hitting bone with the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/22/2023, it was reported by a facility representative via email that an ar-13995n multifire scorpion needle broke in the patient. Right before the case ended and the patient was closed, an x-ray confirmed the broken piece was in the greater tuberosity. The surgeon decided not to remove the broken fragment and completed the procedure. This was discovered during an rcr of the left shoulder procedure.